Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead was a his lead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited no capture. It was noted that the patient experienced palpitations. The ra lead remains in use. No further patient complications have been reported as a result of this event.